Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication encountered message during drain 1 of treatment. The patient was able to clear the message by pressing ok. The patient also reported that she had recently been released from the hospital. The hospitalization was due to the patient experiencing overfill, difficulty breathing, and pain. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication encountered message during drain 1 of treatment. The patient was able to clear the message by pressing ok. The patient also reported that she had recently been released from the hospital. The hospitalization was due to the patient experiencing overfill, difficulty breathing, and pain. The cycler will be replaced.